Event description:
A 2.5 mm diameter x 18 mm length micro driver over the wire stent system was inserted into a patient for the treatment of a lad lesion. Vessel morphology was severely calcified and severe coronary artery disease. The patient had type c stenosis of the left anterior descending coronary artery. It was reported that the vessel was pre-dilated several times. The lesion was pre-dilated with an unknown size balloon. It was reported that the physician placed the stent, however, two days post stent implant the films revealed that the stent was not apposed to the vessel wall in the left anterior descending. The patient was brought back two weeks later, however, due to the condition of the patient's severely diseased arteries, the physician elected to perform a triple bypass surgery. The stent was removed from the patient during the bypass procedure. No additional clinical sequelae were reported and the patient is fine.